Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule in the colon beyond the expected 14 days. Two separate x-rays performed on a different day to confirm the issue. Performed to determine capsule retention and to determine if capsule was still in the colon or had been excreted. The capsule was removed endoscopically from terminal ileum after dilation of ileocolonic anastomosis. The patient was prepped for the procedure and was not under anesthesia. A repeat procedure was not needed.